Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report the receiver being stuck in startup and unable to profile on (B)(6) 2014. Dexcom has issued an rga for patient to return her device to be investigated. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported problem could not be reproduced. Unrelated to the complaint, the speaker was found to be defective. A CAPA has been initiated for this issue.